Manufacturer narrative:
The reported event of lead had an insulation break was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found multiple cuts to the outer insulation consistent with procedural damage. No anomalies found on the lead except for procedural damage. The cause of the reported event was due to procedural damage.

Manufacturer narrative:
Correction: h6 result was previously reported as 144 - insulation problem identified, should have been reported as 213 - no device problem found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14238. It was reported that the patient presented for remote follow up via merlin. Net with the right atrial lead exhibiting noise. The patient was scheduled for lead explant. During the procedure the physician noted that the right ventricular lead had an insulation break. Both leads were explanted and replaced. The patient was in stable condition.